Manufacturer narrative:
E1: name of initial reporter is unknown. Date device returned to manufacturer unknown. The investigation into the aic -purge disc/ flag issue has been completed. The automated impella controller (aic) was returned for investigation. Data analysis: biomed reported an additional issue with a dirty optical ferrule sensor on the front panel optical connector, however no issues were found pertaining to this. Imc logs from the complaint date revealed that the console issued the purge disc not detected alarm (event set #402) several times. Device analysis: the console was tested after arriving in field service (fs). The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer - see attached image). Front panel optical connector ferrule was cleaned and inspected with no issues found. Additionally the bulk head connection point between the optical bench and front panel optical connector was cleaned and inspected with no issues found. Repair task: before returning to customer, fs will be instructed to: replace purge disc flag (3100-0256) verify purge pressure sensor via section 12 of preventive maintenance. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. Aic was pulled from service by the biomed. There was documented sensor and purge disc issues. The instructions for use (IFU) was followed and a backup console was utilized.